Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2010 indicated malfunction of the receiver stimulator resulting in no auditory percepts. Explant and reimplantation is planned, but had not taken place at the time of this report february 19, 2010.

Event description:
The customer reported a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
(B) (4).

Event description:
Boston scientific crm received information that the patient associated with this implantable cardioverter defibrillator (ICD) underwent an initial implant procedure. According to the local field representative (fr), the physician had nearly finalized implanting a competitor's leads when the patient's blood pressure dropped. A code was called and the physician completed the ICD implant while the code team tended to the patient. The fr stated the device was turned on and off multiple times during the procedure to deliver the desired therapy to the patient. The fr noted that despite being programmed to sensitivities of 0.4 millivolts and 0.3 millivolts, some ventricular fibrillation (vf) undersensing occurred, which lead to a diverted first shock attempt. The device then detected and delivered a shock on the second attempt, which then converted the patient's rhythm. The device then resumed pacing. An unspecified time later, the family requested that the device be re-programmed to monitor only. Following this device reprogramming, the patient passed away. The fr was not aware of the official cause of death. There were no physician allegations that the device played a role in the patient's death.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6) 2010, during the same surgery, the patient was re-implanted with another device.(B)(4)

Manufacturer narrative:
(B)(4).